Event description:
As reported: "pertrochanteric femur fracture. Reduction and fixation with an intramedullary nail was performed. During the drilling for the insertion of the distal locking screw, the drill bit broke when it hit the medullary nail. Retention of the drill bit inside the medullary canal of the femur which could lead to difficulties in case of removal of the medullary nail."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Manufacturer narrative:
Please note the correction to h6 health impact codes.the reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time.no indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "pertrochanteric femur fracture. Reduction and fixation with an intramedullary nail was performed. During the drilling for the insertion of the distal locking screw, the drill bit broke when it hit the medullary nail. Retention of the drill bit inside the medullary canal of the femur which could lead to difficulties in case of removal of the medullary nail."